Manufacturer narrative:
This complaint was reporting an instrument failure during revision surgery. The tibia handle disengaged from the punch as the surgeon backslapped the tibia handle out of the tibia. The event occurred during surgery near the patient. No other suitable device was available, but surgery was completed as intended without delay. No risk or adverse events are reported. Review of the device history report (DHR) reveals no non-conforming material reports (ncmr's), either against the receiver or against the work order. The DHR evidences that all (B)(4) expert impactor modular handles from this lot met critical dimensions and specifications when released from djo surgical on (B)(6) 2015. The DHR shows the instrument had been in service for up to approximately 11 months at the time of the complaint. The product complaint report history shows there are no prior complaints against this instrument. This is the first complaint against part number 800-01-451 and against lot 164142l07. There are also no complaints to date for the expert tibial broach, part number 801-01-745. The instrument was returned with the complaint and was visually inspected. Overall, the instrument is in very good condition. There are just a few scratches, gouges, and burnish marks from normal usage. The impactor cap component shows moderate burnishing from mallet contact during use. By placing the tibial broach in a vise, and connecting the modular impactor handle, it was found that the two instruments were easily separated by pulling on the handle, or by lightly tapping the underside of the impaction cap with a rubber mallet. Even without the use of the vise, the two instruments can be pulled apart relatively easily with bare hands. The reason for this is that the impactor modular collar retracts on its own when the two instruments are pulled apart, which releases the locking mechanism. A second modular impactor handle from the marketing training set was also tried, and the result was identical. As the two instruments are pulled apart, the ramp feature on the tibial broach forces the two ball bearings radially outward. Since the ball bearings also rest on a ramp feature inside the impactor modular collar component, the collar is forced backward against the spring. The collar's backward motion continues until the tibial broach slips past the ball bearings, and the instruments fully separate. To resolve this problem, the profile of ramps and flats inside the collar can be altered so that the ball bearings rest on a flat when the collar is in the locked position. This will prevent the collar from being driven backward against the spring. The root cause for this complaint is that the design of the expert impactor modular handle allows the impactor modular collar component to retract from the locked position when the handle and the expert tibial broach are pulled apart. Factors that can lead to this condition include the impactor cap of the handle being struck from below with a mallet, as might be the case when withdrawing the broach from the patient's tibia. Inventory containment is not required as there are no indications of a product or process issue affecting implant safety or effectiveness.

Event description:
Due to the tibia handle becoming disengaged from the punch as the surgeon backslapped the tibia handle out of the tibia.